Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system intermittently had no image displayed on the monitor. No pt injury was reported.